Manufacturer narrative:
The related controller event was captured and returned under MFR: 2916596-2020-03667. Manufacturer's investigation conclusion: the reported event of a pin being broken off from the power module patient cable was not confirmed as the patient cable was not returned for evaluation. Per the investigation of the returned system controller (serial number: (B)(4)), a pin that appeared to be from a power module patient cable was stuck inside of one of the sockets of the black power cable connector. The returned controller is investigated under (B)(4). Multiple requests were made to obtain additional event information (including if the power module patient cable has a missing or broken pin and if any additional equipment will be returned for evaluation); however, no response was received. A log file was downloaded from the returned controller, and two additional log files were submitted for review. The log files contained approximately 13 days of data combined ((B)(6) 2020 and (B)(6) 2020). The data in the log files did not indicate any issues with the power module patient cable. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Evaluation of the returned controller, serial number (B)(4), revealed a pin stuck inside of one of the sockets of the black power cable connector.